Manufacturer narrative:
Reference MFR. Report : 1221359-2021-01564 ( patient 2), 1221359-2021-01565 ( patient 3) , 1221359-2021-01566 ( patient 4). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported four (4) false negative results with the ID now covid-19 assay. This MFR. Report addresses patient one (1) of four (4). The customer reported a false negative result with the ID now covid -19 assay performed on (B)(6) 2021 on a nasopharyngeal swab in viral transport media ( citotest labware). Repeating testing was performed on the ID now generated positive result. Pcr confirmation testing on cepheid genexpert platform and a second on the ID now generated positive results. ( CT value : 31 ( gene n2) and 19 ( gene e) ) . The customer stated the patient was symptomatic with lung symptoms, desaturation. The customer confirmed the patient's medication list ( lercan 20, tahor 10, cardensiel 5, kardegic 75, xatral lp 10mg, finasteride 5mg). As per the customer, patient was known as covid-19 positive and was admitted to the hospital on (B)(6) 2021 and was discharged on (B)(6) 2021 as the patient was cured. The customer confirmed no patient harm due to the false result.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1022562 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1022562, test base part number 130-430 / lot: 1020562 the lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022562 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference.